Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, local infection / subacute chronic osteitis, sinus perforation, preceding/simultaneous bone augmentation, infection, pain.